Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to confirm or determine the root cause of the blocked cannula and dislodged cannula and if it could have contributed to the reported ER visit and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (rheinland klinikum neuss gmbh - lukaskrankenhaus) with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 500 mg/dl while wearing the pod for less than 1 hour. The patient reported that the cannula was broken, insulin was leaking into the pod adhesive causing it to get wet and the pod falling off. Symptoms reported include hyperglycemia. The patient was treated by dr. Gracia with intravenous insulin fluids, and a new pod was applied. The patient was released after 4.5 hours.